Event description:
Unrequested bolus delivery reported: the pump was programmed to deliver morphine sulfate 50mg/ml at 115 mg/hr with a 20mg pca dose with a 10 min lockout. It was reported that after the pump was dropped, it went into an error 124 code. The pt powered the pump off and back on to resolve the alarm event. It was reported, upon restarting the infusion, the pump immediately delivered an unrequested bolus. The pt reported that immediately after receiving the unrequested bolus, "she experienced sob, felt flushed, and felt the hair on the nape of her neck standing up". The pt called the nursing agency and was instructed to go to the emergency room. The on-call nurse called the pt back approximately 30 mins after receiving the initial call. The pt reported that the symptoms had subsided just after the initial call was completed and would not be going to the hosp. The pump was replaced and no further event occurred. The physician was notified, but no med interventions were ordered. No further info was available.